Manufacturer narrative:
Medwatch sent to FDA on 1/25/2016. Allergan is unable to confirm with the healthcare professional, therefore, additional event, product, or patient details are not attainable. The event of very severe adverse reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for patient problem/medical problem: "contra-indications do not inject juvéderm ultra injectable gel into the eye lids. The application of the juvéderm ultra in the bag under the eyes is reserved to specialists specifically trained in this technique and having a sound knowledge of the physiology for this particular area. Do not overcorrect. Juvéderm ultra injectable gel must not be used in patients who are known to be hypersensitive to hyaluronic acid. Juvéderm ultra injectable gel is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. Juvéderm ultra injectable gel contains trace amounts of gram positive bacterial proteins and is contraindicated for patients with a history of allergies to such material. Juvéderm ultra injectable gel must not be used simultaneously with laser therapy, chemical peeling or dermabrasion. Precautions for use juvéderm ultra injectable gel is not indicated for injections other than intra-dermal injections. There is no available clinical data (efficiency, tolerance) about injection of juvéderm ultra injectable gel into an area which has already been treated with another filling product. There is no available clinical data (efficiency, tolerance) about injection of juvéderm ultra injectable gel in patients with a past history or a declared autoimmune disease. The practitioner should then decide to inject case by case, according to the nature of the disease and the associated treatment and ensure a particular followup of these patients. The safety of juvéderm ultra injectable gel for use during pregnancy, in breastfeeding females or in patients under 18 years has not been established. The safety of juvéderm ultra injectable gel in patients with increased susceptibility to keloid formation and hypertrophic scarring is unknown. Patients should be recommended not to apply make-up for 12 hours after the injection and to avoid prolonged exposure to sunlight, uv light, freezing temperatures or using saunas or turkish baths for the two weeks after the injection. If the needle is blocked, do not increase the pressure on the plunger rod but stop the injection and replace the needle. The composition of this product is compatible with fields used for magnetic resonance imaging. Incompatibilities: hyaluronic acid is known to be incompatible with quaternary ammonium salts such as benzalkonium chloride. Juvéderm ultra injectable gel should never therefore be placed in contact with these substances or with medical-surgical instrumentation which has been treated with this type of substance. Undesirable effects: practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : inflammatory reactions (e.g. Redness, oedema, erythema) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site. Discoloration of the injection site. Poor effect or weak filling effect. Cases of glabellar necrosis, abscess formation, granuloma and hypersensitivity have all been reported in the literature following hyaluronic acid injection. It is therefore important to take such possible complications into account. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their practitioner as soon as possible. The practitioner should treat these as appropriate. Any other undesirable side effects associated with injection of juvéderm ultra injectable gel must be reported to the distributor. Method of use - posology. This device is designed to be injected into the dermis by a practitioner. The technique used for this is essential in the success of treatment and this device must therefore be used by doctors who have received specific training in the injection technique for filling wrinkles. The area to be treated should be disinfected thoroughly prior to the injection. Inject slowly into the mid dermis using the linear tracking injection technique using the 30g1/2" needle provided. The amount injected will depend on the wrinkles which are to be corrected. It is important to massage the area treated after the injection in order to ensure that the substance has been uniformly distributed. Warnings: do not inject juvéderm ultra injectable gel into the blood vessels (intravascular). Juvéderm ultra injectable gel must not be used in areas presenting cutaneous inflammatory and/or infectious processes (e.g. Acne). For surface peels, it is recommended, not to inject juvéderm ultra injectable gel if the inflammatory reaction generated is significant. Confirm the integrity of the sterility protector before use. Do not re-use. Sterility of this device can not be guaranteed if the device is re-used. Do not re-sterilize. Storage conditions and shelf life juvéderm ultra injectable gel must be used prior to the expiration date printed on the package. Juvéderm ultra injectable gel has a shelf life of 24 months when stored between 2°c and 25°c. Juvéderm ultra injectable gel contains trace amounts (<2ppm) of the cross linking agent butanediol diglycidyl ether (bdde)."

Event description:
Patient reported having a "very severe adverse reaction" to unspecified juvéderm ultra on both cheeks.